Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that discordant, falsely elevated carbon dioxide (co2) test results were obtained on an atellica ch 930 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse replaced and aligned the reagent arm 1 (r1) probe and tightened all r1 fluidics connections. Additionally, as recommended by siemens, the customer replaced the cuvette segment which led to no additional discordant co2 results. The material was not returned for investigation so it could not be confirmed that the cuvette was the root cause of the issue. No evidence of product nonconformance was found and the system is operational. No further evaluation of the device is required. Mdrs 2432235-2019-00161, 2432235-2019-00162, and 2432235-2019-00163 have been filed for the same event.

Event description:
Discordant falsely elevated carbon dioxide (co2) results were obtained on four patient samples from an atellica ch 930 instrument. The initial discordant results for the patients were not reported to the physician(s). The same four samples were repeated on different atellica ch 930 instruments. The repeat results for three out of the four samples were reported to the physician(s). The repeat results are considered correct. One out of the four samples was run for a second repeat on a different atellica ch instrument. The second repeat result was reported to the physician(s). The second repeat result is considered correct. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2 results.